Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Litigation alleges that the patient suffers from pain. Update 07/25/2016: pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the left hip revision report noted grayish black tissue and inflammation. Part numbers were obtained. Updating head/liners this com was originally a bilateral complaint so bilateral head and liners were reported. Litigation is for the left hip. There has been no revision of the right. Update ad 12 jun 2018: receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions.